Event description:
Medtronic received information that during the implant of a transcatheter bioprosthetic valve, this delivery catheter system (dcs) exhibited a clicking noise and the loaded valve could not be deployed. The valve was reloaded onto a second dcs and successfully implanted with no adverse patient effects reported.

Manufacturer narrative:
The dcs was discarded following the procedure and is not available for analysis. A supplemental report will be filed when the investigation is completed. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The lot history record was reviewed and showed that this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. The device was not returned for analysis. A root cause for this complaint issue was not identified.